Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported air-in-line alarms. The lower sensor current reading was too low, caused by contamination. The upstream sensor was replaced.